Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed needs quote to send in calibration test unit (ctu) for calibration and repair stated clip on black cable was broken.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against the device. Therefore, a retraction is being submitted. Correction: d. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed needs quote to send in calibration test unit (ctu) for calibration and repair stated clip on black cable was broken.